Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6), 2011. The patient age was reported to be over 18 years. According to the patient, she has been to the hospital eight times since the initial procedure (dates and duration unknown). The nature of each hospital visit is unknown. A polyp was found but the location is unknown. The patient experienced sharp pain, cramps, inflammation and hematuria (exact nature and dates of onset unknown). The patient wants to have the sling removed and reported to currently be in pain. All other information is unknown. Attempts to obtain additional information have been unsuccessful.

Event description:
It was reported to boston scientific corporation that following implantation of the advantage transvaginal mid-urethral sling system, the patient experienced scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage (specifics and date/s of onset unknown).